Event description:
It is reported that the device was implanted in 1996. The device broke and was revised in 2008.

Manufacturer narrative:
X-rays are not available to assess the joint configuration. Device was implanted in the patient for at least 10 years. The package insert indicates that heavy patients, especially those over 225 lbs are prone to complications or failure of hip prosthesis. Generally, increased load/weight has an adverse effect on the fatigue life of stems. Exact cause for fatigue is not known. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the fracture surface was conducted on the distal stem. Fracture surface showed crystallographic fracture and fatigue striations indicating fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the stem material showed co, cr, and mo peaks that are typical of co-cr-mo alloy forging.